Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-0295. Product not returned.

Event description:
It was reported that the patient underwent and initial shoulder arthroplasty. Subsequently, poly has been worn away on the metal back convertible glenoid to the point where the superior aspect and superior screw head looks worn away. Revision surgery is required which has not taken place yet. No additional information is available at the time of this report.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.